Event description:
It was reported that three months and six days post port placement procedure, it was found that the catheter was allegedly fractured at the distal end of the lock and the catheter fell from the lower part of the upper cavity to the heart, and most of it fell into the heart, it was captured and removed by biopsy forceps under intervention. The current status of the patient was good.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The video depicts removal of the migrated catheter via a right femoral access. The distal segment of catheter apparently migrated to the right heart; this segment was withdrawn by snare. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and six days post a port placement, it was found that the catheter was allegedly fractured at the distal end of the lock and the catheter fell from the lower part of the upper cavity to the heart. It was further reported that the catheter mostly fell into the heart. Furthermore, it was captured and removed by biopsy forceps under intervention. The current status of the patient was good.